Event description:
It was reported that during an unknown procedure the lap disc tore while the surgeon's hand was in the incision. All pieces were retrieved from the patient. They used a similar device to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.